Event description:
It was reported to Fresnius that the power cord on the 2008T machine sustained damage. Upon follow-up, the user facility biomedical technician (biomed) confirmed that the power cord sustained thermal damage. The power cord appeared blackened and there was darkness inside the plug. The biomed determined the damaged power cord was the result of arcing. The reported issue was identified during a routine check at the end of the day. There was no harm to any patients or individuals as a result of this issue. There was no smoke, spark, or flame observed. No additional thermal damage was identified and the reported issue did not cause extensive damage to the machine. There was no issue identified with the power outlet. The machine has approximately 4,204 operating hours and the plug is original to the machine. A replacement plug was ordered to resolve the reported issue. The replacement part had not arrived at the time of follow-up. The machine remained out of service pending repair. The biomed stated the part would be replaced without assistance from Fresenius. No parts were reported to be returned to the manufacturer for physical evaluation.

Event description:
THE FRESENIUS FIELD SERVICE TECHNICIAN (FST) WAS CALLED ONSITE TO EVALUATE A 2008T MACHINE WITH POWER CORD DAMAGE. UPON FOLLOW-UP, THE USER FACILITY BIOMEDICAL TECHNICIAN (BIOMED) CONFIRMED THAT THE POWER CORD SUSTAINED THERMAL DAMAGE. THE POWER CORD APPEARED BLACKENED AND THERE WAS DARKNESS INSIDE THE PLUG. THE BIOMED DETERMINED THE DAMAGED POWER CORD WAS THE RESULT OF ARCING. THE REPORTED ISSUE WAS IDENTIFIED DURING A ROUTINE CHECK AT THE END OF THE DAY. THERE WAS NO HARM TO ANY PATIENTS OR INDIVIDUALS AS A RESULT OF THIS ISSUE. THERE WAS NO SMOKE, SPARK, OR FLAME OBSERVED. NO ADDITIONAL THERMAL DAMAGE WAS IDENTIFIED AND THE REPORTED ISSUE DID NOT CAUSE EXTENSIVE DAMAGE TO THE MACHINE. THERE WAS NO ISSUE IDENTIFIED WITH THE POWER OUTLET. THE MACHINE HAS APPROXIMATELY 4,204 OPERATING HOURS AND THE PLUG IS ORIGINAL TO THE MACHINE. A REPLACEMENT PLUG WAS ORDERED TO RESOLVE THE REPORTED ISSUE. THE REPLACEMENT PART HAD NOT ARRIVED AT THE TIME OF FOLLOW-UP. THE MACHINE REMAINED OUT OF SERVICE PENDING REPAIR. THE BIOMED STATED THE PART WOULD BE REPLACED WITHOUT ASSISTANCE FROM FRESENIUS. NO PARTS WERE REPORTED TO BE RETURNED TO THE MANUFACTURER FOR PHYSICAL EVALUATION.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Manufacturer narrative:
Correction: B5 (Event Description) Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.